Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for supraventricular tachycardia (previously thought to be focal atrial tachycardia) with a thermocool® smart touch¿ electrophysiology catheter and suffered a heart block atrioventricular av requiring a surgical intervention. During initial mapping, there was significant patient movement that led to re-mapping, therefore the patient was sedated. Approximately 6 seconds into ablation near the atrioventricular (av) node, the patient went into complete heart block. Since the patient did not revert to normal sinus rhythm, a permanent pacemaker/implantable cardioverter-defibrillator (ICD) was placed. There is no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to inadvertent av node ablation. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.